Manufacturer narrative:
Investigation summary: one photo was submitted by the customer for quality evaluation. The customer complaint of separation was not confirmed because the photo submitted was not showing separation of the luer lock. A device history record review for model: 11522558, lot number: 22095036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using an unspecified bd infusion set the collar broke. There was no report of patient impact. The following information was provided by the initial reporter: as she was putting the tubing onto the syringes, the lure-lok connection snapped with little effort.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd infusion set the collar broke. There was no report of patient impact. The following information was provided by the initial reporter: as she was putting the tubing onto the syringes, the lure-lok connection snapped with little effort.